Event description:
During a coronary procedure, the physician predilated a calcified de novo lesion in the right coronary artery, then after positioning the cypher at the lesion, the physician inflated the balloon to 15 atmospheres but it was noticed that there was dye going down the artery. Apparently, the cypher seemed to have a pinhole in the balloon. However, the physician attempted to inflate the balloon again but the balloon would not stay inflated; therefore, the device was removed from the pt. Upon withdrawal, the device was flushed with saline and a leak was confirmed at the distal edge of the balloon. There was no report of injury to the pt.

Manufacturer narrative:
The product is avail for eval; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.